Event description:
The surgeon reported that the pt had a csf leak . In order to repair the leak, the lead was moved and then repositioned. The pt is reportedly doing well.

Manufacturer narrative:
The device remains implanted in the pt, and will not be returned for eval. This is the final report.